Event description:
It was reported that the key switch was broken. The black connection port has been broken from inside the console. The procedure was cancelled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The console was field service at the user's facility, the key witch was damaged. After replacing the key witch, the issue was resolved, and the console was within specification and functioning as intended. In addition, the key switch was receipt at our post market quality assurance laboratory, visual inspection identified that the key switch was broken into two pieces. Therefore, the reported event was confirmed. Correction to field g2: report source.

Event description:
It was reported that the key switch was broken. The black connection port has been broken from inside the console. The procedure was cancelled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.